Event description:
Medtronics synergy neurostimulator failed 3 times since installation in 2005 - first 8 months - 1st - implanted connect cable malfunctioned - burned out requiring 30 minute operation to replace. Second time 2 years into use battery with a 3 to 5 year life - last malfunction - the replacement cable connector reimplanted in 2005 malfunctioned with cable, two of them short circuited or burnt out. Medtronic representative purports the solution is replacement of the entire system with the newer restore rechargeable system.